Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the motor error alarm occurred twice on the same day on insulin pump. Customer's blood glucose level was unknown. Customer confirmed that the drive support cap was intact. Customer was advised to stop using the insulin pump and to refer to back up plan as per health care professional's instructions. No further details given. Insulin pump will not be returned for analysis.